Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 23, 2017 that a wallflex esophageal fully covered stent was used in the distal esophagus to treat an 8cm tracheoesophageal fistula during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician started deploying the stent and when only about 2 cm was left for stent deployment, the stent deployed prematurely and was placed in the wrong location. The stent remains implanted and the procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.